Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the metal tip is separating from the distal end.

Manufacturer narrative:
The oracle service record confirms the device has been repaired before an engineer was able to perform a full evaluation; therefore this complaint investigation will now be closed based on the repair findings, and probable root cause(s). Probable root cause for the reported failure involving this device could have been caused by: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces, and product used beyond defined useful life. In sum, the complaint could not be confirmed since the device was repaired prior to a full evaluation by an engineer. The product was returned for investigation, however, the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the metal tip is separating from the distal end.